Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual. It was reported that the patient could not get the right side to work with the remote, and they also had symptoms. Patient stated that when they connect the right side with remote, no lights would come on remote , however the left side was working just fine. Patient stated that their right side battery had no response as well as the left side. Patient also mentioned that this started a few weeks ago but now every day, they first thought it was from adjusting medicine but now the right side was flopping all over the place. Patient was redirected to follow up with the health care professional (hcp). No further patient complications were reported/ anticipated as a result of this event.